Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown error when connecting the electrodes, this is all the information provided. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. Review of the device log did not find any messages related to the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.